Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later clarified by the physician's office that there was a fungal systemic infection, but no vegetation on the leads. Antibiotic treatment was necessary.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a "fungus." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.